Event description:
It was reported the pt experiences pain at the ipg pocket site when charging, regardless of stimulation on or off. The pt believes the pain is due to the pressure of the antenna on the pocket site. The pt is to meet with the physician as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.